Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that programmed boluses were being cancelled without user intervention. It was noted that there were no tactile issues with the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/22/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: a review of the pump¿s black box history showed occurrences where a partial bolus was delivered. On each occurrence the bolus had been programmed from a meter. The black box showed that during the bolus delivery, the meter went out of range from the pump which cancelled the bolus and caused the pump to emit a cs 167 call service alarm. During testing, the pump powered on appropriately with the returned battery cap. The pump was exercised for 24 hours with no reboots, power losses, or call service alarms occurring. The pump was paired with a test meter and multiple bolus deliveries were performed with. No cancelled boluses or call service alarms occurred. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint that the pump was cancelling boluses without user intervention was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.